Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient; however, there was no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.2 was clicking but wouldn't open due to a broken spring on the hard stop. A field service engineer (fse) replaced the hard stop to resolve the issue. The system functioned as intended after the field service engineer repaired the device.